Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no nonconformances. Because the pump was not returned to mmdg, no investigation could be completed. Because no investigation was completed, the complaint could not be replicated or confirmed.

Event description:
The initial reporter stated that the pump "stops half way though feeding". Mmdg did follow up with the initial reporter a replacement pump was provided but no further details or updates where available. [(B)(4)].